Event description:
It was reported the patient had intermittent stimulation. It was also noted the patient was reprogrammed. There no patient symptoms or injuries related to the event. No patient outcome known. Device remains implanted. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up reported, the intermittent stimulation seemed to be position related as the adaptive stimulation function was activated. There were no malfunctions seen with the device. The issue had been resolved by reprogramming and the adaptive stimulation was deactivated. It was noted the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had no symptoms.